Event description:
On (B)(6) 2014, the reporter contacted animas stating on (B)(6) 2014, the patient reportedly had prime issues and experienced a blood glucose (bg) value of 22 mmol/l with a ketone level greater than 5.5. The patient reportedly was vomiting, was in diabetic-ketoacidosis (dka) and hospitalized. The patient reportedly was treated via intravenous (IV) fluids and via insulin pump. The pump reportedly emitted multiple ¿loss of prime¿ warnings as a result of the patient over-cycling cartridges. This complaint is being reported based on the following, the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event; the patient reportedly used the incorrect technique for cycling cartridges. Additionally, the patient reportedly had discontinued pump therapy, then resumed and remained on the insulin pump and also had phone consultations with the health care provider (hcp).

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the product has not been returned. A reserved sample from the same lot number u200041 was tested by product analysis on 01/15/2015 with the following findings: a visual inspection of the cartridge was performed; no damage or defects were noted. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures; no leaks were observed from the luer connection, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.